Manufacturer narrative:
H10: the actual device was not available; however, photographs of the sample were provided for evaluation. During visual inspection of the photos, there was no leakage observed on the dialysate line. There were no defects identified to support the customer report. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the condition was not determined as no further or actual sample testing could be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an external fluid leak on a prismaflex m150 set c. The leak was described as, ¿found that the dialysate pipe was dripping¿. The leak was discovered while priming the set prior to patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.